Event description:
Customer reports 2 lv10 infusors overinfused in 4 hours instead of 24 hours. 2 different pts involved. Units contained 460mg of 5fu in saline to a volume of 240ml. Info from one of the involved pts states the pt was prescribed 5fu to treat a stomach tumor. The report states, "the pt's reaction started 3 days after infusion and went on for 3 weeks: bad mucositis with mucosal necrosis in mouth and pharynx. Ambulatory therapy was performed, no hospitalization was necessary and the pt recovered completely - symptoms disappeared."